Event description:
During the procedure, one lesion was treated. One endeavor drug-eluting stent was implanted in the proximal rca. A target lesion revascularization (pci) of the proximal lad was completely approx 2 weeks post index procedure. It was reported that a large thrombus developed approx two weeks post stent implant. The pt was not taking aspirin due to an allergy.

Manufacturer narrative:
(B)(4). Evaluation results: (thrombus, revascularization).